Event description:
It was further reported that the patients medical records (with one physician) contained no information regarding any surgery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received stated that the patient had the spinal cord stimulator (scs) "system removed in its entirety," per the operative note of (B)(6) 2013. The patient had surgery for fusion of thoracic and lumbar area and the scs system was removed. There was no mention of why the system was removed, serial number, or if the device was functioning or tested. There was no indication the patient had another implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If information is received a follow-up report will be sent.

Event description:
It was reported that the neurostimulator battery was replaced in (B)(4) 2011 (during a pump related procedure). The patient also stated "I don¿t know if they fixed the battery, I think they were able to jump it or something." There was no record of a device replacement in the company's device registration database. Additional information was requested, if received a follow up report will be sent.